Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04487. It was reported the patient was no longer receiving effective stimulation coverage of the low back and legs. The physician opted to replace both percutaneous leads with one paddle lead. It was reported the patient received effective stimulation and coverage postoperative.

Manufacturer narrative:
Results: the complaint was confirmed. Microscopic inspection of the returned lead revealed broken wires 22.5cm distal to the stimulation end. The broken wires were consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.